Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The valve migration resulted in an obstruction and the valve was removed via an emergent surgery. Although a definitive root cause could not be determined at this time, investigation results suggest the pre-existing non-edwards device (aortic freestyle graft) may have caused or contributed to this event as it was indicated in the journal article that the endothelium over the aortic freestyle graft appeared extremely slippery likely causing the sapien 3 valve to not be able to "anchor" properly resulting in it being dislodged. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference for journal article: livesay, j, baljepally, r, eigbire, g. Et al. When a transcatheter aortic valve replacement goes sideways. J am coll cardiol. 2023 mar, 81 (8_supplement) 3995. H3 other text : device not returned.

Event description:
As reported from the journal article "when a transcatheter aortic valve replacement goes sideways", a 52-year-old male with a history of aortic valve replacement (avr) with a 29 mm aortic freestyle graft (non-edwards device) presented with dyspnea and severe aortic insufficiency on transthoracic echocardiogram (tte). The patient underwent a procedure to implant a 29 mm sapien 3 valve. The valve was placed across the aortic annulus but was noted to be rocking back and forth suggesting unstable seating. As a result, the balloon was re-inflated, but it moved superiorly. Although additional attempts were made to stabilize the valve by inflating the balloon, the valve continued to appear unstable fluoroscopically. During the attempt to retract the wire, the valve changed positions horizontally and lodged at a 180-degree angle (imagery on journal article showed 90 degrees) in the left ventricular outflow tract (lvot). An emergent surgery was performed with a surgical valve and the 29 mm sapien 3 valve was removed from the lvot. Intraoperatively, the endothelium over the aortic freestyle graft appeared extremely slippery likely causing the sapien 3 valve to not be able to "anchor" properly resulting in it being dislodged.